Event description:
The device was returned for sticky pins. During initial testing no excessive drag was observed with the fva pins and the pump was infusing normally. An internal investigation was performed and the fva pins were found to have excessive contamination. A cleaning was performed and could not resolve the issue as there was pitting in the metal of the pins. Also during testing it was found the rear cover screws' o rings had become excessively worn and they were replaced.

Event description:
The following has been reported: the ICU nurses on night shift noted that: the pump cassette after loading given a pump problem alarm and they have to take it out of service. It's something with the cassette they think. They said this happens with critical medication and causes a delay in the patient getting medication. No harm to the patient reported · they also report the pumping mechanism is extremely loud compared to their old pumps causing patient complaints. They also note that the alarm beeps are spaced too far apart and they have to stand in the hall and wait for the next several beeps to figure out where it is coming from a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.